Event description:
Potential for injury associated with the joystick gimble not connecting properly on the m51pr power chair. This event could cause the user to become stranded or it could cause the chair to make unexpected and unintended movements, causing possible harm to the user or bystander.